Event description:
The stent was successfully deployed in the left main coronary artery but it "jailed" the circumflex artery.

Event description:
A 3.0mm diameter x 12mm length medtronic ave s670 stent was inserted into a pt experiencing an acute myocardial infarction, with known history of triple vessel coronary disease and peripheral vascular disease. Following pre-dilatation with a 2.5mm x 20mm gemini ptca balloon, the stent was inserted into the left main artery to advance toward the target lesion in the anterior descending coronary artery. Upon insertion of the stent into the calcified and stenotic left main, the stent became stuck when it was inserted half way through. Attempts were unsuccessfully made to push the stent through despite resistance. Therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent dislodged in the calcification of the left main artery. The physician then placed and inflated a 1.5mm angio balloon distal to the dislodged stent and pulled it back in an attempt to pull the stent back through the left main. This maneuver was unsuccessful. The stent was then successfully deployed at the unintended lesion site in the left main with a 3.0mm x 20mm ptca balloon. Add'l intervention was then performed to the left anterior descending artery, but consequently the pt became hemodynamically unstable and experienced a cardiac arrest. The pt was treated wtih advanced cardiac life support measures and regained a unstable heart rhythm and was placed on a ventilator. There was no add'l clinical sequelae reported relative to the event and no further info is available from the user facility.